Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to have reverted to storage mode. Boston scientific technical services (ts) discussed that no pacing or shock therapy was available in storage mode. It was noted that the patient had been lost to follow up. An invasive procedure was performed. The device was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.